Event description:
This spontaneous report was received on (B)(6) 2012, from a reporter reporting on a consumer (age and gender unspecified) from (B)(6). On an unspecified date, the consumer started using listerine toothbrush ultra white firm 1s, for dental cleaning (route: dental, lot number 06512sg m2, frequency and expiration date unspecified). On third usage, the toothbrush snapped about half way. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012 from a reporter reporting on a consumer (age and gender unspecified) from (B)(6). On an unspecified date, the consumer started using listerine toothbrush ultra white firm 1s, for dental cleaning (route: dental, lot number 06512sg m2, frequency and expiration date unspecified). On third usage, the toothbrush snapped about half way. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2012. The sample was received from consumer on (B)(6) 2012. Based on visual inspection and analysis of received sample, the claimed toothbrush was broken. The tufts were less deformed. The handle breakage was at the thinnest point of the handle (handle portion between the first and the second row of dots of the second mold). The test requirements to pass all validation and product specifications were overbend test and head break test to solve medical complaints. During the overbend test of validation, no toothbrush was broken. The handle area of breakage was the area of clamping during execution of the overbend test. Therefore, this part of the handle did not get load with bend forces during the test. A change of the basic handle material from moplen (polypropylene material) to domolen (polypropylene material) had been validated and released on (B)(6) 2012. The claimed toothbrush had been manufactured according to the specification. No manufacturing error had been detected. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted (B)(4) 2012, for a device product that is considered same/similar to a us marketed device (reach total care plus whiten tbrush med). This closes out this report unless additional follow up information is received.

Manufacturer narrative:
This foreign report is being submitted on (B)(4) 2012, for a device product that is considered same/similar to a u.s marketed device (reach total care plus whiten tbrush med). This closes out this report unless additional follow up information is received.